Event description:
It was reported that this implantable pacemaker entered in safety mode. It was decided to explant and replace this device. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker entered in safety mode. It was decided to explant and replace this device. The product is still in possession of explanting facility, therefore it is not expected to be returned. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected on the following fields: b5: describe event or problem field.